Event description:
Echelon flex 60 stapler wouldn't release lung tissue while performing a lobectomy. The emergency release wouldn't activate, so md had to cut the device from the lung tissue. The nurse manager notified and stapler taken to or nursing station and secured by safety officer. This is a second occurrence reported with this device and the same problem noted.